Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report: uf/importer report # (B)(4). Event desc: we received a copy of the operative note from health information management (him) regarding this failed perclose event. Pt had a repair or aortic coarctation to help with bp control. The perclose was used to close the femoral artery and it failed, requiring a cut down and patch. No additional information was provided.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided, a conclusive cause for the unspecified device failure could not be determined. The treatment; however, appears to be related to circumstances of the procedure. There is no indication the issue was caused by or related to the design, manufacture or labeling of the device. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.